Event description:
The patient experienced a lack of effect from their baclofen therapy including stiffness and muscle spasms. The hcp attempted to perform a catheter dye study, but did not have the appropriate sized needle to access the catheter access port (cap). The patient was rescheduled and the catheter dye study was performed showing catheter leakage. The hcp indicated the patient was put on unknown oral medications. The patient was referred to a neurosurgeon. The final patient outcome is unknown at this time. The drug contained in the patient's pump was lioresal (unknown concentration/dose). Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
.